Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to a high blood glucose level of 400 mg/dl. The customer was treated with manual injection for her high blood glucose. The customer's other blood glucose value was 300 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.